Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 476mg/dl and a bent cannula. Customer treated with a bolus. Customer was advised on proper insertion, taping and site techniques. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. No high blood glucose troubleshooting was performed. No further details given.